Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reay1859 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay1859) have been reported from the same china facility. Device has not yet been returned for evaluation.

Event description:
It was reported that when the facility nurse attended to the patient on (B)(6) 2018, it was found that there was a leak at the connection between the catheter and the extension tubing. She trimmed the leaking portion (about 1cm was trimmed down off the catheter) and then continued to connect the extension tube and used the catheter on the patient. During device maintenance on (B)(6), a new leak was found at the connection of the extension tube. A new catheter was placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter as confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be patent to infusion; however, a spraying leak was observed just distal of the connector strain-relief sleeve. Tactile inspection of the sample revealed tensile weakness and necking in the vicinity of the split. Microscopic inspection of the leak site revealed a small longitudinally aligned split. The split occurred within a depression. Thinning of the catheter wall, buckling and material discoloration were observed in the vicinity of the split. The split characteristics and surrounding features were consistent with damage caused by kinking/twisting/pulling of the catheter. The location of the damage suggested that catheter securement and maintenance may have contributed to the damage. A lot history review (lhr) of reay1859 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay1859) have been reported from the same (B)(4) facility.

Event description:
It was reported that when the facility nurse attended to the patient on (B)(6) 2018, it was found that there was a leak at the connection between the catheter and the extension tubing. She trimmed the leaking portion (about 1cm was trimmed down off the catheter) and then continued to connect the extension tube and used the catheter on the patient. During device maintenance on april 9, a new leak was found at the connection of the extension tube. A new catheter was placed.